Manufacturer narrative:
Two leads were implanted. Information for the second lead. Product description: evoke cap12 percutaneous lead kit - 60cm. Model #: 102878. Catalog#: 3008. Serial/lot #: (B)(6). Manufacture date: 9/5/2024. Expiration date: 9/5/2026. UDI/gtin: (B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the anchor implant site. During the revision procedure, it was noted that the leads were looped together beneath the skin, contributing to the reported pain. The lead loops were buried deeper to resolve the reported event.